Event description:
Fallopian ring applier failed to fire during tubal ligation. Cauterization of the tubes was required as a result. Vendor rep was notified and implied that there is a "lever which controls the firing of the rings. The lever control was in the wrong position, causing misfiring."